Event description:
Complainant indicated that during training by the distributor, the device displayed "pacer disabled." "Defib disabled," and defib fault 72" messages. Complainant indicated that there was no patient involvement in the reported malfunction.